Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was not passing any functional test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse investigated the unit and discovered that blood back detect glass tubing was broken, which did not allow adequate vacuum, and caused the unit to not pass any functional testing. To resolve the issue, the fse replaced the safety disk with a customer issued part, and replaced the broken blood back detect glass tubing. The unit passed all functional testing without any further issues. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Full initial reporter name: (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was not passing any functional test. There was no patient involvement, and no adverse event reported.